Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device shut-down without providing an error message and the customer experienced hyperglycemia as a result. He delivered insulin via pen as treatment. No adverse event was reported. The alleged product was requested for evaluation.